Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. The alarm was confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.